Manufacturer narrative:
The product identity was confirmed in the evaluation. The product was returned in a biohazard bag and therefore could not be closely evaluated. The product was broken and therefore the complaint is confirmed. The product has a considerable amount of foreign material that is likely dried blood and patient tissue. The most likely cause of the drill breaking is determined to be excessive force in an off axis direction during use. The non-conformance database was reviewed and there are no non-conformances associated with this lot of parts.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported via a facility medwatch report (uf #(B)(4)) that during a bilateral mandible open reduction internal fixation, the drill bit broke while drilling on the right mandible. The surgeon retrieved the drill bit from the mandible.

Manufacturer narrative:
The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation.